Manufacturer narrative:
The cause of the event is unknown. RMA (B)(4) has been issued for the return of the product.

Event description:
The consumer was sitting on the porch when she allegedly fell out of the chair. The consumer is not sure if the front casters allegedly became dislodged from the frame or if the casters allegedly locked up. No injury is alleged.